Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level under 20 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue and went to the emergency room (ER). Low bg had resolved following carbohydrate consumption and customer was in ER for observation only. Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Date of event is approximate.